Event description:
It was reported that there was leakage at the filter where a very small hole was present while in use on a patient. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device patient/consumer.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the sample was returned for investigation. The returned sample was received in unused condition inside a plastic bag. The sample was visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. No obstructions, damaged, broken, or other defects were detected in none of the joins of the product. The sample was analyzed using a syringe with colored water to detect any leaks. During the test, a sample of a leak was found fleeing from the filter. The complaint was confirmed. In order to perform a complete root cause analysis of the failure mode and subsequent corrective action, CAPA-000542 was opened. The cause of the problem was traced to the supplier. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: b5: b5: additional information: 22-jun-2022 = the customer confirmed no clinical consequence was observed and the solution involved during incident was = blinatumumab (blyncyto) solution for all incidents